Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 32-year-old female patient was implanted with an impella 5.5 as a bridge to transplant. It was reported that while repositioning, they found the back of the anti-contamination sterile sleeve compromised and they placed tape on it, to hold it in place. The clinical representative walked them through connecting it back correctly. No patient harm was reported.